Event description:
Physician inserted arrow arterial catheter into the pt's right radial artery. Good blood return on initial stick. Wire advanced well. Catheter advanced only part way and wouldn't go forward or pull back. Trying to pull wire made catheter appear to kink. Md pulled out all but white catheter and approx 1/2 inch tip remained in the pt. Wire appeared to be bent and sheared cath tip off.